Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The second proglide device is being filed under a separate medwatch MFR number. The device was received. Investigation is not complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned device indicated that the posterior cuff miss occurred as evidenced by the posterior cuff remaining in the foot pocket. The posterior needle did not engage with the posterior cuff, resulting in the cuff not ejecting from the foot. When the plunger was removed from the device, the link was held on one end by the posterior cuff in the foot pocket while being pulled on the other end by the withdrawal of the plunger; this resulted in the anterior cuff detaching from the needle as indicated by bent anterior cuff tabs. The returned plunger and attached link assembly were unmatched with the device as it revealed that both cuffs successfully captured the needles. During testing, a proxy plunger was inserted to test the needle trajectory and push mandrel travel length and the results met the manufacturing criteria. Based on the investigation findings, the probable cause for the posterior cuff miss and subsequent anterior cuff-to-needle tip detachment is needle deflection due to interaction with human tissue or a failure to maintain a stable position of the device with respect to the tissue tract. No manufacturing or quality deficiency was detected. A review of the product lot history record did not reveal any non-conforming material records associated with this lot. A query of the complaint database for this lot revealed no other incidents with an unknown device failure. There does not appear to be any indication of a lot specific product quality deficiency. To assure that all products perform according to specifications they are subject to inspection during manufacturing. In addition, a quality control audit inspection is performed to verify product quality.

Event description:
It was reported that a physician trained in the use of the proglide device attempted arteriotomy closure of an unspecified vessel after an unspecified procedure. Reportedly, an unknown device failure occurred. A second device was used which also failed. A hematoma developed during the procedure. The hematoma was resolved and hemostasis was achieved with manual compression. There were no reported adverse patient sequelae. Though requested, no additional information was provided.